Event description:
There was an allegation of questionable elecsys pth results for 24 patient samples on a cobas pure e 402 analytical unit compared to a siemens immulite one analyzer. Below are four examples from the results data provided. Sample 1 had a result of 20.4 pg/ml from the cobas e402 analyzer and a result of 9.5 pg/ml from the siemens analyzer. Sample 2 had a result of 17 pg/ml from the cobas e402 analyzer and a result of 8 pg/ml from the siemens analyzer. Sample 3 had a result of 23 pg/ml from the cobas e402 analyzer and a result of 11.6 pg/ml from the siemens analyzer. Sample 4 had a result of 21.3 pg/ml from the cobas e402 analyzer and a result of 10.8 pg/ml from the siemens analyzer.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.